Event description:
The consumer reported receiving burns to her side from the heating pad. There were blisters present from the burn, there was no medical intervention mentioned. She was sleeping with the unit which is contrary to proper use instruction.

Manufacturer narrative:
(B)(4). Fired through lockout. The analysis results found that the (B)(4) device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon clipped the appendix (blood vessel) and the endoscopic clipper would not release from the vessel. Surgeon cut around the clipper and safely removed device from cavity. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer is retaining the device.